Event description:
I have been experiencing extreme pain in my lower stomach, bleeding after intercourse, hair falling out, weight gain and bolting, headaches, body rash and itchy, nausea and vomiting